Manufacturer narrative:
The customer indicated the device was discarded. (B) (4): the info on reprocessing of the device was requested; however, no response has been received. (B) (4). (B) (4).

Event description:
The customer contact reported loss of suction. It was reported that at the initiation of suction, cracks were noted on the cover of the liner; subsequently, loss of suction was noted. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.